Manufacturer narrative:
(B)(4).

Event description:
It was reported that inappropriate episodes of auto mode switching due to farfield r-wave oversensing and noise were observed. No further no information available at this time. Lead revision is planned in the near future. Date is unknown.